Event description:
Unilateral device explant - patient underwent bi-lateral implantation of proact (B)(6) 2024. Patient noticed improvement in continence. Each device had 4cc. This month, patient's left device's port eroded through scrotum. Cystoscopy was performed on (B)(6) 2025 to confirm that the device did not erode into the urethra. Other device is intact with no issues. Then, the device was removed.